Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that, on the day of report, a refill was performed and a volume discrepancy was noted. The reservoir was expected to contain 12ml, but was found to actually contain 38ml. It was indicated that this was the second time that there had been a large reservoir discrepancy and the patient¿s prior refill had occurred in (B)(6). Due to the large amount of volume discrepancy and that this had been the second occurrence, it was stated that the patient had likely gone through withdrawal. Though, on the day of report, the patient was not symptomatic. A catheter access port (cap) study was also attempted on the day of report; however, there was an inability to aspirate. In addition, frustration was mentioned in regards to the catheter not being radiopaque, as they were able to see the catheter tip, but nothing else. It was noted that the catheter tip still in the position from implant. The issue was reported as likely being a catheter occlusion and the patient was going to be scheduled for a catheter revision. The pump appeared to be working. It was also stated that the logs were okay and there were no error messages on the pump or personal therapy manager (ptm). The pump appeared to be working. The pump reportedly contained fentanyl and it noted that saline was added to the pump in minimum rate mode.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found significant twisting that may have affected infusion. The distal portion of the catheter was significantly twisted and deformed upon receipt.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a dye study occurred and they were unable to aspirate. It was determined a catheter issue of a kink and/or occlusion had occurred. It was determined the catheter had twisted and kinked multiple times. The inner lumen was flattened so they had to trim off "quite a bit" to get it to fit nicely on the end of a new catheter pin. The proximal segment was the location of the issue. A pump flip was also confirmed. The pump segment was removed and replaced with new pump segment. The pump was placed in a dacron pouch and secured with suture loops. After the twisted catheter was cut off, cerebrospinal fluid (csf) flowed freely. It was noted the cause of the issue was determined to be twiddlers syndrome.

Event description:
Additional information received reported withdrawal which was "self-diagnosed". The healthcare professional (hcp) did not think they were in withdrawal. The cause of the "discrepancies" was reported to be pump flip. The issue with aspirating from the cap was undetermined. They were able to access it using fluoro but were unable to aspirate. The hcp thought it was not patent. The hcp never tried to access the refill port and left after the cap study. The hcp was not there for troubleshooting. The bolus denied screen was attributed to the pump flip. The hcp wanted to perform a revision but it was not scheduled yet. They were waiting for the patient who was described as "flighty". The patients status was unknown and no one had heard form them. It was further reported the patient had been scheduled for replacement of full system.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.